Event description:
The facility representative reported a pump in which channel a is not working. This problem was identified prior to use. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump in which "channel a is not working" was confirmed during product evaluation. This condition was caused by a faulty pump channel a head module keypad; the channel a select button was determined to be inoperable. The channel a pump head module keypad was therefore replaced. This issue is currently being investigated.